Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) alarmed an autofill failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported "autofill failure." However, the fse was able to verify the autofill failure in the unit's logs. Separately, the fse replaced the safety disk as it was due to date. The fse then performed a full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that prior to patient use, the cs300 intra-aortic balloon pump (iabp) alarmed an autofill failure. There was no patient involvement, and no adverse event reported.